Event description:
The novasure was giving an error code because the handpiece would secure correctly. Blood was noted in the handpiece gauge. The first assistant obtained another handpiece and novasure no longer displayed an error code and there was no blood in the gauge. The procedure was completed. No untoward patient effects.